Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. It was unknown that the customer did used to auto mode feature at the time of event. Customer stated that she was experiencing multiple insulin flow blocked alerts. Customer stated that she had changed out three infusion sets that have given her this issue. The insulin pump will not be returned for analysis.